Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was implanted at a depth of 4/4mm. The patient remained hemodynamically stable throughout the procedure. The patient had prior medical history of severe aortic stenosis with an existing first degree atrio-ventricular block. The length of the membranous septum 3.9mm and there was calcification extending beneath the aortic annular plane in the interventricular septum. Post-procedure, the patient had episodes of tachycardia, bradycardia, and intermittent complete heart block. On (B)(6) 2025, a permanent pacemaker was implanted. There was not a prolonged hospital stay for the monitoring of rhythm. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient has since been discharged.

Manufacturer narrative:
An event of tachycardia, bradycardia, and intermittent complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported tachycardia, bradycardia, and intermittent complete heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted and the patient was hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.